Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's system board and internal battery were replaced to address the issues. A high temperature alarm condition occurred. The device's thermistor was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a failure of the thermistor. The thermistor was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the thermistor failing was found to be consistent with physical damage.